Manufacturer narrative:
As reported, the 3dmax light mesh had mold on the two inner sterile pouches. The initial photos provided show a possible discoloration on the tyvek portion of the two sterile pouches. Review of the photos cannot identify if the discoloration is mold as alleged. The investigation is ongoing. To date, this is the only reported complaint for this manufacturing lot. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, after the customer opened the two pack 3dmax product carton, what is alleged to be mold was found on the two internal sterile pouches. The condition is alleged to have been found in three product cartons. The product was not used.

Manufacturer narrative:
As reported, the 3dmax light mesh had mold on the two inner sterile pouches. The initial photos provided show a possible discoloration on the tyvek portion of the two sterile pouches. Review of the photos cannot identify if the discoloration is mold as alleged. The subject device is available for evaluation, however, at this time has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. To date, this is the only reported complaint for this manufacturing lot. Addendum: this is an addendum to the initial MDR submitted to document the sample evaluation results. Evaluation of the returned samples shows there to be discoloration on the tyvek side of the pouches. Analysis confirms there is no mold present on the sample. It is possible the discoloration may have presented due to environmental factors during distribution possibly heat/moisture. The discoloration observed is cosmetic only. There are no signs of damage to the integrity of the pouches and the seals are intact. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, after the customer opened the two pack 3dmax product carton, what is alleged to be mold was found on the two internal sterile pouches. The condition is alleged to have been found in three product cartons. The product was not used.